Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician installed a new needle valve for adjust control. Installed regulator kit in ventilator. The ventilator was checked out without a blender. The blender is missing a part that is on order. Had a respiratory therapist check out the ventilator to make sure the problem was gone. Respiratory therapist approved the ventilator was working properly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that respiratory therapist was unable to get to a mean airway pressure of 9 during use on a patient on the 3100 a device. The customer confirmed there was no patient harm associated with the reported event.